Manufacturer narrative:
Results: examination of the lot history record showed that the lot passed all acceptance criteria. Conclusion: the circumflex artery was reported to have had high tortuosity. The current IFU includes the following contraindication: "target lesion has excessive tortuosity unsuitable for stent delivery and deployment."

Event description:
The stent separated from the balloon in the patient's vasculature. The physician noted that separation occurred after delivering in a tortuous circumflex artery. There was no injury to patient, and device was snared out through femoral arterial sheath. No subsequent tryton stent was used in this case. What was the target lesion? Circumflex. Was there difficulty reaching the lesion? Yes - very torturous. Was there difficulty crossing the lesion? Yes. Did the device prep normally (i.e. Maintain negative pressure)? Yes. Was there any resistance/friction while inserting the balloon through the rotating hemostatic valve? No. Was there any resistance/friction while inserting the balloon through the guide catheter? No.